Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump got the pump error and re-occurrence of pump error stated as external ram crc error. The blood glucose at the time of the incident was 150 mg/dl. The device will be returned for analysis.

Manufacturer narrative:
Unit passed self-test, unexpected restart error test and displacement test. No unexpected external ram crc error alarm or unexpected restart error test alarms, reset time and date anomaly after change battery noted during testing.